Event description:
The report received indicated that the catheter's luer hub could not be connected to a stopcock. The problem occurred before use on the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information has been requested and will be submitted within 30 days upon receipt.